Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the physician attempted to take the angio-seal device out of the pouch, yellow liquid from the tip of the insertion sheath was observed. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to the device evaluated by MFR and to provide the completed investigation results. One 8f angio-seal sts plus was received for product evaluation. The hemostasis sheath and arteriotomy locator was returned for analysis. No other components were returned for analysis. Visual inspection revealed no outward damage on the returned device. At the distal tip of the sheath in the monofold, there was a film of yellow substance present. No other anomalies were noted with the device. The reported event has been deemed manufacturing related and is being further investigated.